Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Legal matter. Mr. (B)(6) checked his retainer ring as instructed and it appeared to be intact. Subsequently, however, he found the retainer ring on his insulin pump fully displaced and dangling on the infusion catheter. He was able to pop it back in and thought nothing of it at the time. Shortly before the (B)(6) 2020 class 1 recall, he suffered a severe hypoglycemic episode for no reason he could see but noticed that the retainer ring was again fully displaced. Verify if the reservoir locks in place: yes, when using a test p-cap and a test reservoir. However during insulin pump set up after removing the stopper plug, the retainer and the reservoir tube o-ring became detached. Afterwards, the test p-cap and reservoir will not lock in place in the reservoir compartment due to completely detached retainer. Minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay. The battery cap contact broke off. Received with depleted duracell alkaline battery not installed into the insulin pump at 1.375 volts. Test energizer alkaline battery 1.559 volts. Benchmark electronics. Motor app version 1.9a. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test, lcd functional test, displacement test and the delivery accuracy test at 0.0873 inches. Device did not pass the occlusion test. Perform the occlusion test twice. The device delivered the 10.0 units without alarming insulin flow block on both occasions. The device had unexpected failed battery test alarm when performing the sleep current measurement test. Cleaned the battery simulator contacts, reinserted it into the pump with no failed battery test alarm noted. Unable to determine root cause of the occlusion test failure due to pump preservation. Device had a detached retainer. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated h9: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding the customer¿s hypoglycemic event from the attorney of the family. The information received on (B)(6) 2020 stated the following - reporter alleges: in or about (B)(6) 2019 the customer began using the insulin pump. Before the hypoglycemic event, and after receiving the (B)(6) 2019 field safety notification, the customer found the retainer ring on his pump fully displaced and dangling on the infusion set tubing. The customer was able to pop it back in and continued pump therapy. On or about (B)(6) 2020, the customer suffered a severe hypoglycemic event for no reason he could see, but noticed that the retainer ring was fully displaced again. The customer had previously called in about the retainer ring and stated the reservoir was locking in place.